Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The target lesion was located in the proximal right coronary artery (rca). A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, while advancing through a bend in the proximal rca, the shaft broke. The entire system was removed. The vessel was pre-dilated with a balloon catheter, and a guidezilla guide extension catheter was advanced, and a new stent of the same size was used to complete the procedure. There were no patient complications.